Event description:
It was reported that the device became crushed. The 130 cm truselect catheter was used for a prostate artery embolization. During the procedure, the catheter was inserted and particle delivery went smoothly; there were no issues with tracking, guidewire, or particle delivery. When the truselect catheter was removed to gain access to the other side, resistance was encountered when removing the catheter. Then it was noted that the catheter was visibly collapsed/squished/crushed toward the distal end. The guidewire could not be fed through but was backloaded successfully, allowing delivery to the other side with this catheter. There were no patient complications.

Event description:
It was reported that the device became crushed. The 130cm truselect? Catheter was used for a prostate artery embolization. During the procedure, the catheter was inserted and particle delivery went smoothly; there were no issues with tracking, guidewire, or particle delivery. When the truselect catheter was removed to gain access to the other side, resistance was encountered when removing the catheter. Then it was noted that the catheter was visibly collapsed/squished/crushed toward the distal end. The guidewire could not be fed through but was backloaded successfully, allowing delivery to the other side with this catheter. There were no patient complications.

Manufacturer narrative:
Device analysis findings: upon receipt at our post market quality assurance laboratory, this truselect microcatheter was examined. Visual examination revealed a flat shaft section extending from the distal tip to approximately 19cm. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the truselect device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.